Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The service depot determined the unit was beyond repair. The unit was returned to the customer with no analysis or repairs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.